Event description:
It was reported that the customer had a no delivery alarm and a battery out limit alarm on the insulin pump. Customer's blood glucose level was 141 mg/dl. Customer stated that the pump alarmed after a battery change. Customer will be sent a replacement battery cap. Customer had a no delivery alarm last night and customer disconnected and gave herself an insulin shot. Customer changed her infusion set including the insulin and battery. Customer's blood glucose level was 555 mg/dl this morning. The needle had no blockage and was not bent. Troubleshooting was performed. Customer stated that while inserting today, she noticed that the cannula was bent. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer will be sent replacement infusion sets. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.